Manufacturer narrative:
The manufacturer participated in the same proficiency survey using (B)(6). When tested on conventional overnight panels and read on the wa instrument, an ID of leminorella sp. 93.14% was attained. When the same panel was read on the autoscan-4 (as-4) instrument, an ID of shigella sp. 99.30% was attained. The difference between the two reads was the cf8 (cephalothin 8 (ug/ml) well; the cf8 well was negative on the wa and positive on the as-4. It was noted that the cf8 well was a weak positive when visually verified. The results from the cf8 panel along with the panel results from the other biochemicals/antimicrobics are used to generate the biotype number for the organism tested and the corresponding identification. An ID of shigella was also attained on two additional tests using rapid negative panels. Also, the sample was tested on an analytical profile index (api) strip as a reference test method and a low probability ID of shigella sp. Was attained. It is possible that emerging resistance with this organism may be contributing to the identification discrepancy. Please refer to medwatch report number 2919016-2015-00059 for report of a similar event. (B)(4).

Event description:
It was reported that the (B)(6) initial result using neg breakpoint combo 47 panel identified the isolate as leminorella sp. 93.14%. Api strip was set up however it did not attain any high probability organism identification. Upon notification from (B)(6) of the incorrect result, repeat tests were performed by setting up three panels. One panel resulted in high probability of shigella species 99.30%. The other two panels have the same identification of leminorella species as on initial testing.